Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer failed to open. Attempts to recover the drawer were unsuccessful. The customer performed a hard reboot of the machine; however, the drawer remained non-functional and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed and unable to recover. A field service engineer asked the customer to recover the drawer; during the recovery process, the drawer was clicking and would not open, accessed the rear of the unit and manually released the drawer, found a pen cap obstructing the sensor, removed the obstruction, tested the drawer, and confirmed that the customer was able to successfully recover it, then tested the drawer in hardware test application (hta) to verify proper operation. The system functioned as intended after the field service engineer repaired the device.